Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during diagnosis procedure and procedure was aborted because the system was not ready for clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the software error. The fse performed the troubleshooting and found that the computer software does not start, and when attempting to reload it, the dvd drive unit fails to read the ghost program cd on the host pc. On the host pc, a software reload is required. Host pc disk is discovered to be inoperative. A hardware failure associated with the pc power supply is discovered during an internal inspection of the host pc and replaced host pc as part of trouble shooting. After replacement of host pc, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the equipment is down. The philips field service engineer went on site and found that host pc disks do not turn on. The host pc replacement was replaced. The system meets the specification for the performed service and is returned to use.